Event description:
Overdelivery on compounder 1,2 and 4 reported. The device would reportedly overfill by 60ml to 90ml with intermittent, sporadic display of "check rec'd amount" alert messages. The device did not give the alert message on several occasions when the bag had a 90ml overdelivery. The bags were discarded and not dispensed for pt use, no pt involvement occurred. No additional info was available.

Manufacturer narrative:
The reported problem could not be duplicated. The device passed all performance testing within product specification.